Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient was non compliant after surgery to be non weight bearing leading to screw breakage.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing implants. Screw breakage is reported; because it cannot be defined which listed screw was broken, all screws are classified as primary products. No information was received that the nail or end cap failed or did contribute to the screw breakage, therefore they are classified as concomitant item. No deviations were found during review of the manufacturing and inspection documents (DHR). All screws were documented as faultless prior to distribution. An investigation was not possible because neither the screws, nor further information like x-rays were provided; the root cause is unknown. It is reported that: ¿patient was non-compliant after surgery to be non-weight bearing leading to screw breakage¿. Furthermore the patient¿s height and weight indicate that the patient is obese. The IFU includes that an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. Most likely the screw/screws broke due to overload caused by patient¿s weight bearing. No non-conformity identified.

Event description:
It was reported that the patient was non compliant after surgery to be non weight bearing leading to screw breakage.